Event description:
It was reported that the patient had his ambicor penile prosthesis (app) explanted due to the device not properly inflating. A new app device was implanted. No additional information was reported.